Event description:
It was reported that the first anchor of the 360 device was deployed and the second anchor would not deploy. No patient injury reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿it was reported that the first anchor of the 360 device was deployed and the second anchor would not deploy.¿ the product was received in damaged condition visible through the packaging. T1, t2 and suture were returned but freed from the delivery needle. Suture was found cinched lengthwise around t1 which can inhibit proper fixation after placement through the meniscus. The delivery needle is quite bent and bowed. The symptoms indicate difficulty with reaching the desired anchoring location. The device no longer cycled or actuated due to acquired damage. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. No root cause related to the manufacture of the device was established.